Event description:
It was reported by a clinician that the epidural was used successfully on a female pt for pain management. Upon removal of the catheter, a 1 to 2 mm piece of the plastic coating on the end of the catheter was retained. An x-ray was performed, but the piece was not visible. In '08, the clinical specialist stated to the clinician, that it was hospital protocol to either leave the retained piece in the pt or to remove the piece. The clinician stated he was told by one physician at his hospital to remove it and another physician told him to leave it in the pt. The pt had been discharged earlier without any complications.

Manufacturer narrative:
Sample will not be returned for eval.